Event description:
Caller reported alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, remaining within an acceptable range. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. The case was closed, and cts advised the customer on the return process for the affected infusion set, which the customer understood and acknowledged.